Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Baxter contacted the nurse to notify of this incident of increased intra-peritoneal volume (iipv) that was found during the device log review. The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the iipv event. The cause for the iipv found in the logs was determined to be insufficient drain, one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) log. On (B)(6) 2011, the ultrafiltration volume was 1386ml during cycle four. A patient was involved, but no injury or medical intervention was reported. No additional information is available.